Event description:
It was reported dr. Notified me that a patient had come to his office with a broken 90d screw at the s1 level. This patient had a fusion in 2007. Per dr., the patient is not systimatic and he plans to f/u again with the patient in the near future.